Event description:
It was reported that over an approximately four month time period there have been four occurrence of four different flo-guard 6200 pumps being involved in incidents of "free flow". No specific clinical or pt info regarding the occurrences has been able to be received. There were no pt injuries. When the infusion pumps were inspected by the biomed. Dept. The white tubing guide indicators have been found detached from the pump head area. With one pump that was inspected by the biomed. The tubing guide indicator had detached and its location was causing the backplate to be more out of position resulting in the free flow of solution. The reporter feels this was the likely cause with the other occurrences. Other infusion pumps at the hosp have been found with the tubing guide indicators detached.